Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that that during the implant procedure, two leads were attempted but were damaged trying to insert through the vein. New leads were used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated damage at implant and indicated stretching. The analyst noted that the lead was returned severely stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.